Event description:
The pt reported that she opened a new box of infusion sets and three infusion sets to date have not adhered properly to her skin. She stated that she discarded the first two, but is wearing one right now that is not sticking. She stated that she would replace the infusion set and send it back for evaluation. The pt did not report any physiological effects. She did not report any blood glucose concerns. The pt did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.